Manufacturer narrative:
Further information noted that the pt's family is frustrated with not getting any definitive answers. The nurses continue to allege that the device malfunctioned, and the following physician had now noted there was not a device malfunction but that the pt had a weak heart. The family is confused who to believe as the physician was not there at the time of death. The family has contacted the pt representative at the hospital searching for clarity. The family appreciates bsc and technical services' explanation of device function and on-going communications. Should additional information become available, this event will be updated.

Event description:
Boston scientific (bsc) received information that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) endured a low blood pressure, respiratory failure, and cardiac arrest. While hospitalized and despite resuscitation efforts the pt had expired. There was inquiry from the pt's family if the pts death could have been related to receiving this new defibrillator one month earlier. It was reported this pt was already weakened. The nurses at the hospital suggested the family call bsc to inquire of device function as it could be the problem. It was reported that the death certificate notes cardiomyopathy, severe congestive heart failure, respiratory failure with coronary disease. The family initially had not contacted the physicians, however, the family has sent a letter to the physician and had not received a response. The family was uncertain if the device was explanted or buried with the pt. Technical services discussed that this device is not new or experimental and that it is designed to function like the pt's previous device and was implanted for heart failure conditions. Ts discussed that without the device being returned to bsc for analysis, the performance could not be evaluated. Ts recommended several times that the family continue to contact the physician about circumstances surrounding the death to provide information and answers. The field representative further reported that the physician and clinic were not aware of this pt's death or circumstances around it. The clinic is unaware of the location of the device nor if an interrogation was done on the device.